Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation surgery, the iol could not open up. There was patient contact but no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR the FDA product code of 4010 was an error. It should have been 1669 on the original MDR. Only the lens was returned. The lens was inside a specimen jar. The product carton was also returned. Viscoelastic was dried on the lens. No damage was observed to the lens. The lens was cleaned with klrp to further evaluate. The lens was in original shape. Each haptic was easily pliable using tweezers. Each haptic returned to its original shape when released. A fold test was conducted with the lens using folding tweezers. The lens folded and unfolded with no abnormalities observed. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. No damage was observed to the returned lens. The position of the lens and plunger during lens advancement cannot be determined. Only the lens was returned. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).